Event description:
It was reported that the user experienced low blood glucose throughout the day and chose to disconnect from the ilet and revert to injections after announcing a meal approximately one hour after eating; the system delivered correction for hyperglycemia before the late meal announcement, after which the user experienced hypoglycemia. Symptoms included dizziness associated with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no medical intervention or hospitalization. Investigation included review of device data and user logs. Investigation of this case revealed use-related error related to delayed meal announcement resulting in insulin stacking, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error and user education need.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.